Event description:
It was reported to medtronic minimed that the customer experienced crack in the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the type of damage was crack and the location of damage was at the case ¿ battery tube side and base of pump came off and is missing, currently using a piece of tape to cover exposed bottom. Instructed customer to discontinue pump use and revert to back up plan as per health care professional's instructions. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: partially broken retainer, broken off the end cap, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, peeling keypad overlay, scratched case and minor scratched lcd window. Cosmetic damage was confirmed at the battery tube and end cap. For additional information regarding the tests performed refer to d00854230-appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.